Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell a couple of times during the week of the call and was having pain in the front part of the hip. It was reported that the ins was implanted for right hip pain, but it did not take away all of the pain. It was reported that the scs works ¿somewhat.¿ it was also reported that the patient was not alert, not oriented, and confused. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the falls did not affect the device or system and the confusion/disorientation was not related to the device or therapy. The patient said that no actions were taken but the pain and confusion had been resolved. No further complications were reported/anticipated.